Event description:
The hospital reported that during an endoscopic vein harvesting procedure, four hemopro 2 devices failed to power off. It was reported that the user forgot to engage the shut off mechanism. The cord and generator were switched out and a replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. An in-service has been completed in order to assist in the prevention of this issue. (B)(4).